Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refr0313 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerpicc solo catheter was placed on (B)(6) 2022. The guidewire cannot be advanced smoothly and then it was found kinked in patient. The guidewire cannot be removed so the radiologist forcedly removed the guidewire from the peel away sheath introducer. Part of guidewire was broken and remained in patient¿s body. The remaining guidewire was removed under usg. Patient status/ intervention: the patients have serious svc stenosis (obstruction).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed. The product returned for evaluation was powerpicc solo. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle); narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire; damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel; the weld tip of the wire was missing and could not be accounted for during the evaluation normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the powerpicc solo catheter was placed on (B)(6) 2022. The guidewire cannot be advanced smoothly and then it was found kinked in patient. The guidewire cannot be removed so the radiologist forcedly removed the guidewire from the peel away sheath introducer. Part of guidewire was broken and remained in patient¿s body. The remaining guidewire was removed under usg. Patient status/ intervention: the patients have serious svc stenosis (obstruction).